Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a random error codes. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-1880.

Manufacturer narrative:
P-cap locked in place properly during testing. The unit was downloaded successfully using thump software. No relevant alarms were recorded to confirm complain codes. Unit passed self test. The unit was cut open to perform visual isection on electronic assembly and connectors. Unit was received with cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, texture damage keypad overlay, scratched case, serial label missing, cracked case, cracked battery thread, cracked battery tube compartment and cracked corner of belt clip rails in summary, customer allegation for unexpected alarms were not confirmed upon inspection of the download history files, unit functioned properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.